Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Manufacturer narrative:
(B)(4). Reported event is unable to be confirmed due to limited information provided by the customer. The DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00129, 0001822565 - 2021 - 00130, 0001822565 - 2021 - 00132.

Event description:
It was reported that patient is experiencing unknown complications after an unknown amount of time post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.